Manufacturer narrative:
The long bipolar grasper has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.102¿ x 0.314¿ was found to be broken off. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a tip broke off the long bipolar grasper instrument. While attempting to remove the instrument, the tips were lost. The surgeon searched around in the cavity and, eventually, it was found within the trocar. The piece was removed. It appeared to be the entirety of the piece that had broken off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that all of the pieces were retrieved though searching the cavity and that they found them in the trocar.

Manufacturer narrative:
Based on the claim against the product by the customer noting part of the tip broke off in the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.